Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised due to pain and loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). No devices and photos were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed since item and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is scheduled to be revised for an unknown reason.

Manufacturer narrative:
This report is being amended to reflect changes. Supplemental information including the part and lot numbers was received and reviewed. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component identified no deviations or anomalies. A product history search identified no other complaint for the part and lot combination of the tibial component. Review of the primary operative notes found that after insertion of the final components using a cementless technique, the range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. There were no intra-operative complications noted. Review of the revision operative notes found that the back side of the tibial component had about 50% fibrous ingrowth, and the remaining was fibrous with a bony-like ingrowth. It seems that one peg was well fixed while the other was mildly fixed. A post-revision therapy summary stated that the removed tibial plate showed a limited extent of bony ingrowth. A field action was conducted on (B)(6) 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a design issue as the root cause.